Event description:
Customer reported that the touchscreen on the pump was shattered, rendering it unresponsive. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to use multiple daily injections (mdi) as a backup therapy while the malfunctioning pump was replaced.